Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin had blank display. Customer cannot recall blood glucose at the time of incident. Troubleshoot was performed. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. Customer inserted new battery but the display was still blank. Customer was using (B)(6) battery. Customer states the display still blank currently. Customer was exposure to moisture in the swimming pool. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions and the pump will need to be replaced. The insulin pump will be returning for analysis

Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No blank display, no unexpected dimmed light and no unexpected black or white flashing noted during testing. However, corroded electronic assembly noted during visual inspection.unit received with minor scratched lcd window, cracked battery tube threads and cracked retainer.